Event description:
A pt reported experiencing inaccurate erratic results with a ot basic enhanced meter. The pt's blood glucose was 10, 310, 189 within 10 minutes with a 104% difference. Pt did not experience any adverse events. No further info has been reported.